Manufacturer narrative:
One ieha353 healing abutment was returned for inspection. A visual inspection revealed that there were no signs of usage. The abutment was compared with drawing 222022 rev n and no discrepancies were identified. Product measurements met dimensional specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history confirmed that no additional complaints have been initiated against this lot number for a similar event. The mating implant that was involved in the reported event was not returned for inspection. The exact details of the abutment usage is unknown. Therefore, the complaint is non-verifiable. A root cause cannot be identified. UDI:(B)(4).

Event description:
The doctor reported that the healing abutment does not seat on implant. The procedure was completed with another healing abutment from the stock.